Event description:
I got sientra textured breast implants in 2015 and recently started having bad symptoms like pain and swelling and redness and cysts. I had to take antibiotics because they thought I kept developing mastitis. I keep having isolated pain and overall tenderness that started in 2018. I had a hysterectomy at 27 and I am currently (B)(6) so I know the pain or tenderness isn't from menstruation. I still have pain and have done two mammograms that came back negative. However also I did two sonogram which showed what the dr kept saying were probably cyst on both breast but it's hard to tell within the implants. Recently I saw the scare for textured implants by allergan but noticed symptoms for those associated that had gotten the rare cancer were the same even though my implant brand is (B)(6)? Could I still have developed the cancer since mine are still textured implants though? I'm worried and making an app with my surgeon now but afraid he might blow it off since it's not the "recalled" brand. (B)(6) 2020 mammogram - negative. I did sonograms too but don't remember days and revealed multiple cysts but mammograms were negative. Although with that textured implant cancer mammogram wouldn't show anything relevant for positive ID of cancer. FDA safety report ID# (B)(4).